Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level over 500 mg/dl with ketones. Bg was addressed via a manual injection. System check and pump data review with tandem technical support confirmed that the pump and related supplies were functioning as intended. Reportedly, the customer completed supply changes and continued to use the pump for insulin therapy.